Event description:
It was reported that the right atrial (ra) lead of this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements greater than 2000 ohms. Additionally, this ra lead recorded a signal artifact monitor (sam) event due to minute ventilation (mv) noise oversensing, which led to an atrial tachy response (atr). Technical services (ts) noted undersensing in the ra and pacing causing inhibition of left ventricular (lv) pacing. Ts recommended bringing patient in to check the lead, as the associated device has an updated header and no indication of a spring contact issue. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right atrial (ra) lead of this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements greater than 2000 ohms. Additionally, this ra lead recorded a signal artifact monitor (sam) event due to minute ventilation (mv) noise oversensing, which led to an atrial tachy response (atr). Technical services (ts) noted undersensing in the ra and pacing causing inhibition of left ventricular (lv) pacing. Ts recommended bringing patient in to check the lead, as the associated device has an updated header and no indication of a spring contact issue. This crt-d remains in service. No adverse patient effects were reported. This crt-d had analysis performed and a supplemental report is being submitted with the findings from analysis. This crt-d remains in service. No adverse patient effects were reported.